Event description:
Additional information received indicated that the lead revision procedure was performed to address lead dislodgement. The patient was discharged after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate hv therapies due to far p-wave oversensing. Lead dislodgement was suspected and the patient was scheduled for a chest x-ray to confirm lead position. Loss of capture was also observed on the rv lead. Programming changes were made and a lead revision was recommended.